Event description:
The device was used during a laparoscopic appendectomy. Device's white rwing on the inner seal fell off. The ring did not fall into the pt. A new trocar was introduced to complete the case. There was no consequence to the pt.

Manufacturer narrative:
9/11/96 1100 spoke to margaret at the office she stated the surgeon will not be in until next week. Nncl sent. Kjb. A1,2,3,4,b6,7,d10-info not provided by user facility. Results of evaluation: conclusion: based upon the info received and the visual examination, it was confirmed that the instrument's inner gasket "fell off" during surgery. The instrument was received with a detached inner gasket. No conclusion could be reached as to how this had occurred. Appropriate engineering and mfg personnel have been informed of this incident.